Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was tested with no prime/fill and motor noise anomaly noted. Insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, stained address/serial number label and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a prime anomaly. The customer¿s blood glucose was unknown at the time of the incident. The customer reports a grinding noise and the insulin pump stops in the middle of priming. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.